Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a starclose se device with a 6f sheath after a diagnostic procedure. Reportedly, after the vessel locator wings were deployed, the starclose se thumb advancer would not even start to split the sheath. The safety release mechanism was used to remove the starclose se device. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Femoral angiogram results noted mild calcification was present at the access site. It should be noted that the starclose se vascular closure system, instructions for use (IFU) states: do not deploy the clip in areas of calcified plaque. It is unknown if the IFU deviations contributed to the reported event. In the absence of device returned for analysis, a conclusive cause for the reported failure to split the sheath could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.